Event description:
Caller reported damage to pump housing around the usb port, impacting the ability to charge the pump. However, the pump had not shut down due to this issue. There was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to put the pump into storage mode before returning it and was sent a replacement pump with updated software. Customer continued to use pump for insulin therapy.